Event description:
It was reported that during a laparoscopic cholecystectomy procedure the staple legs misaligned during deployment. Completed the procedure with another device. There was a five minute delay. No adverse outcome to patient. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Jaw misaligned the analysis results found that the er420 device was returned with the jaws misaligned. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, and 10 clips were ejected. It is know from the history of the instrument that the misaligned jaw condition may lead to scissored clips, however the clips were ejected. The reported event could not be confirmed as the device ejected the clips. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.